Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnection cable that was not properly seated to a connector. The color lcd display cable was reseated to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.